Manufacturer narrative:
The manufacturer previously reported an issue with the ventilator having no battery back up. The battery was replaced to address the issue. During the evaluation of the device, the oxygen blending module board was found to be faulty. The oxygen blending module was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator had no battery back up. There device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery. The internal battery was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. The ventilator's oxygen blending manifold was also returned for investigation. The oxygen blending manifold was found to operate to specification.

Manufacturer narrative:
The manufacturer has completed the investigation of a ventilator that allegedly had no battery back up. There was no report of patient harm or injury. The device was evaluated by an third party service center. The battery was replaced to address the issue.